Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('pics of my tubes of what essure did to them') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adnexa uteri cyst ("paratubal cysts all over") and pulmonary congestion ("vascular congestion"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, adnexa uteri cyst and pulmonary congestion outcome was unknown. The reporter considered adnexa uteri cyst, medical device removal and pulmonary congestion to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : adnexa uteri cyst, pulmonary congestion, medical device removal amendment: the report was amended for the following reason: this record was detected to be a duplicate to record # (B)(4) to which all information will be transferred, then this duplicate record # (B)(4) will b deleted from bayer safety database. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('pics of my tubes of what essure did to them') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adnexa uteri cyst ("paratubal cysts all over") and pulmonary congestion ("vascular congestion"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, adnexa uteri cyst and pulmonary congestion outcome was unknown. The reporter considered adnexa uteri cyst, medical device removal and pulmonary congestion to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report: adnexa uteri cyst, pulmonary congestion, medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.